Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the coronary artery was dissected due to the guidewire. The patient was in stable condition.